Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pod packing coil (podj) pusher assembly. The pusher assembly was kinked approximately 112.5 cm from the proximal end. The embolization coil stretch resistant wire (sr wire) was fractured and the proximal constraint sphere was inside the distal detachment tip (ddt). Conclusion: evaluation of the podj revealed that the embolization coil¿s sr wire was fractured. This type of damage typically occurs due to improper handling during use. If the device is forcefully retracted against resistance, damage such as this may occur. Further evaluation of the podj revealed that the pusher assembly was kinked. This type of damage likely occurred from forceful handling during use. Evaluation of the lantern delivery microcatheter (lantern) revealed that the distal tip was ovalized in multiple locations. This type of damage typically occurs due to improper handling during use. If the device is forcefully gripped or pinched during insertion into patient anatomy, damage such as this may occur. The ovalization in the lantern likely contributed to the resistance that was experienced while advancing the podj through the microcatheter. Further evaluation of the lantern revealed that it was kinked. This kink was likely incidental and may have occurred while packaging the device for return. Penumbra coils and catheters are visually inspected during in-process and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2016-01578.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using pod packing coils (podj coil) and lantern delivery microcatheters (lantern). During the procedure, while advancing a podj coil through a lantern, the physician experienced resistance and the podj coil would not advance or retract. While attempting to retract the podj coil, it unintentionally detached within the lantern. Therefore, the lantern was removed with the detached podj coil inside. Upon inspection of the lantern, the physician noted that it was kinked at the tip. The procedure was then completed using a new lantern and a new podj coil. It should be noted that the physician used a rotating hemostasis valve (rhv) and maintained continuous flush. There was no report of an adverse effect to the patient.